Event description:
Tech alleged that the siderail was not latching. No alleged injuries by account.

Manufacturer narrative:
Tech found the siderail had a damaged slide bracket and bushings. Tech replaced the slide bracket and bushings to resolve the issue.